Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. (B)(4) applies to the catheter. (B)(4) applies to the catheter. (B)(4) applies to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving gablofen (baclofen) 2000 mcg/ml for a total of flex dose via an implantable pump for non-malignant pain. It was reported the patient had a pocket of cerebrospinal fluid (csf) under the skin at the back incision. The determination was made to replace the spinal segment and anchor of the existing catheter. The pump segment of the existing catheter that was implanted in (B)(6) 2017 remains intact. It was noted that surgical intervention did occur as the spinal segment of the catheter was replaced on (B)(6) 2017 and will be returned for analysis. It was unknown what factors may have contributed to the issue and what diagnostics/troubleshooting were performed. It was noted that the issue was resolved at time of report and patient's status at time of report was "alive-no injury." The patient's weight and medical history was unknown. The event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis identified a kink in the catheter body. Eval code - conclusion code ¿ 22 is being updated to 77 for this event. If information is provided in the future, a supplemental report will be issued.